Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot#: va1zc63, implanted: (B)(6) 2019, explanted (partial): (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 10-apr-2023, UDI#: (B)(4). Date of event: date is estimated; year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient had their device removed about two months ago and the lead snapped off inside of them during the lead removal. It was only partially removed, as it broke during the procedure. They ended up in the hospital for four days and could not walk because they were in such pain. They went in last friday for the doctor to try and remove it. They could not, and said they were not comfortable making any more attempts. The reason the patient needed the system removed was in order to have an MRI for possible cancer. They asked what they were supposed to do. The option for a physician to contact the manufacturer office of medical affairs (oma) was reviewed, as there were no MRI guidelines for partial leads. The patient continued to ask what they were supposed to do and the role of the manufacturer as a device manufacturer was reviewed; medical advice could not be given. It was offered to provide the patient with physician listings, and the patient declined. They ended the call stating they would be contacting an attorney.